Manufacturer narrative:
Review of the product history records indicates that products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Connection end to power broke off while reaming acetabulum.

Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge handle was reported. The event was confirmed. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which indicated the reported event is confirmed however, the cause is unknown.

Event description:
Connection end to power broke off while reaming acetabulum.